Manufacturer narrative:
No product has been returned. No information was provided in the complaint that would point to a cause for the result discrepancy. A specific root cause could not be identified for this event. The investigation could not be completed since no product was returned.

Manufacturer narrative:
The customer indicated the test strips are gone and will not be returned.

Event description:
The customer complained of erroneous results for 2 patients tested on accu-chek inform ii meter with serial number (B)(4). Patient 1 was tested on the inform ii meter from a finger stick sample at 3:24 a.m. And the result was 61 mg/dl. The patient was given crackers and juice. A venous sample was drawn at 5:01 a.m. It is not known if this was drawn from a fresh vein or an established line. The result from the meter using the venous sample was 201 mg/dl. The result from the laboratory was 111 mg/dl. On (B)(6) 2016 patient 2 was tested on the inform ii meter from a finger stick sample at 6:24 a.m. And the result was hi (result >600 mg/dl). At 6:27 a.m. The patient was tested again on the meter and the result was 60 mg/dl. A sample was drawn for the laboratory at 6:30 a.m. And the result was 66 mg/dl. At 6:47 a.m. The patient was tested on the meter and the result was 58 mg/dl. The customer believes there may have been a contamination or sampling/technique issue related to the result of hi. It was noted that quality controls were run within 24 hours of each event and were acceptable. Neither patient was adversely affected. It was noted that each patient was tested with a different vial of strips. The suspect product was requested for investigation; however, no test strips will be returned as the vials are gone.